Event description:
It was reported that the pt experienced a shocking or jolting sensation at the lead site. The pt also experienced an overstimulation sensation. The pt was at home in good condition. Further info is being requested from the hcp.

Event description:
The healthcare provider confirmed that the patient experienced a new pain. The patient had a new lead and neurostimulator implanted. The previous lead was not removed. It was left in place. The patient recovered without sequela.